Manufacturer narrative:
H3, h6: the device used in treatment has been returned and evaluated, we have not been able to establish a relationship between the event reported or determine a root cause on this occasion. Visual and functional inspection confirmed no defects found, probable root cause may include component failures or system set up issues, IFU offers further guidance. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that patient was put on channel drain and instantly got a blockage alarm, the device was replaced and it worked an hour before blocking again. Two more dressing were changed and both triggered blockage alarms. Device is working, it was used previously with no issues and after channel drain failed it worked fine. There was a delay greater than 30 minutes, a different type of dressing was used to complete the procedure which worked perfectly fine and no harm or injury reported.